Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set up / inspection for an unspecified procedure, the brochoscope did not present an image. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: d4, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error code. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on plug unit, scope communication occurs, and no image is displayed. ¿olympus will continue to monitor field performance for this device.